Event description:
In (B)(6) 2019 rv lead impedances went out of range and the threshold was higher than normal. Possible fracture on the lead. The lead was capped and replaced on (B)(6) 2019.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.